Event description:
The pump was experiencing pump problems during infusion. To confirm the failure, the pump was tested using the final acceptance testing procedure. Once the failure was confirmed, the pump was opened up to examine the fva assembly and the spring cage assembly. The spring cage was found to be an older revision and thus it will be updated to be compliant with the spring cage recall process. The fva assembly was removed and the valve pins were examined for signs of foreign materials. The outlet valve pin was found to have an excessive amount of foreign on its surface. All three valve pins were cleaned and then reinstalled into the pump. In addition, the fva motor assembly wires were found to be pinched yet functional. This component will be replaced during the rework process. The final acceptance test was performed again to test the functionality of the cleaned pins. Testing concluded with a passing result.

Event description:
Customer reports the following: "biomed reported pump alarm, "needs service". No patient harm. Waiting for biomed to power on pump to download logs. Logs attached on (B)(6) 2023." Preliminary review indicates that an outlet flag unexpectedly closed, delaying an active infusion. This is being reported due to the referenced technical issue; no adverse effects reported. More information is needed to complete the investigation.